Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to a wide complex tachycardia that was treated with anti-tachycardia pacing (atp) therapy. The right ventricular (rv) lead was found to have high elevated thresholds and increasing impedance. A follow up with the patient¿s healthcare provider was not possible. The lead remains in use. It was further reported that the right atrial (ra) lead has undersensing atrial tachycardia (at)/ atrial fibrillation (af) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.